Event description:
It was reported that during testing conducted by a field service tech, the device over-heated. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of foreign contamination on the bearings.